Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one crack opening, one extended opening, wear abrasion and fold creases. Leak test and microscopic analysis was performed which identified, one opening crack. And one opening crease smooth. Based on the device analysis, the final assessment is: one opening crack assessed, as cracked valve seat diaphragm valve. One opening crease smooth in the side posterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted and replaced.